Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than an hour their blood glucose level had rose to over 250 mg/dl. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient removed the pod from the insertion site.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data showed that the pod was returned in pod state 15 with no timeouts, drive stalls, or hazard alarms generated. No issues were found that would result in a needle mechanism failure as the device was deactivated by the user at the end of the first priming sequence. Inspection of the bottom housing found the housing vent to be damaged. It could not be determined when this damage occurred. Investigation of the pod and the download data indicate that the damaged housing vent did not prevent the needle mechanism from deploying.